Event description:
The patient was having a return of symptoms. The doctor had increased the drug in the pump by double since implant and in the past year the doctor had made regular increases; the patient had 4 increases to her daily dose in the last year. The patient started hearing the pump alarm on (B)(6) 2015. Per the patient, the 7 year anniversary of the pump was coming up. It was later reported that replacement of the pump and catheter was planned for (B)(6) due to pump eol (end of life) as well as some concerns with the functionality of the existing catheter. No diagnostic testing had been done; it would be performed in the future. The patient status was reported as ¿alive-no injury¿. The device system was delivering compounded baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).